Event description:
It was reported that there was sparking from the back of the patient electronic unit. The unit was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One i3 unit with accessories was returned. Inspection of the unit revealed functional damage to extension cable. The cause of the complaint could not be determined due to the functional damage to the extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.